Event description:
Caller states during a correlation study, the following coaguchek system 1/coaguchek system 2 results were obtained: patient 1: 3.6 inr/2.6 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 patient for suspect device in coaguchek s system 2.